Event description:
The report we received from our affiliate indicated that during a stenting procedure to the right common carotid artery, using a right femoral approach, the stent was deployed slightly distal to the target site. An additional stent was used to cover the lesion and the procedure was finished successfully. There was moderate calcification, mild vessel tortuousity and 75% stenosis in the target lesion. The lesion was pre-dilated with an unk balloon, and no difficulty was encountered while crossing the lesion with precise sds. It was reported that slack was removed from the system as per the IFU. The sequence of events aht lead to the mislocated deployment are unclear. The report indicated that the user pulled the outer sheath of the sds in an attempt to deploy, but because the tuohy was open, the stent deployed slightly distal to the intended site. It should be noted that this product is shipped to the customer with tuohy closed, and it must be opened to flush the unit prior to use. It should then be re-closed before the sds is advanced to the target site. The tuohy must be open to deploy the stent. There was no reported pt injury. The product is not available for evaluation and testing.